Event description:
It was reported that the patient presented to the emergency department following a syncopal episode that resulted in injuries and subsequent hospitalization. During device interrogation, frequent atrial undersensing of all intrinsic atrial beats was observed. The atrial lead was reprogrammed from unipolar mode with a fixed sensitivity setting of 1.0 mv to a fixed sensitivity of 0.5 mv. Following reprogramming, appropriate atrial sensing was confirmed, and no oversensing was observed during gentle isometric contractions. Stored atrial tachycardia response (atr) events were identified; however, no associated high ventricular rate episodes were noted. The device remains in service. No additional adverse patient effects were reported. The boston scientific local area representative was contacted for additional event details. No information has been received at this time. This investigation will be updated should further information be provided.